Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had poor video image quality, and half of the video image was no longer displayed. The issue was found during inspection for use. There were no reports of patient harm.